Event description:
It was reported that a pt received three blisters to their right thumb and three blisters to their right buttocks that exactly matched each other. The pt had their right thumb in contact with their right buttocks during the scan. The horizon reference manual states that padding is to be inserted between touching body parts to prevent pt burns from closed loops formed by these touching parts.